Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call that the customer insulin pump retainer fell off. The customer¿s blood glucose was 9.0 mmol at the time of incident. Customer¿s parent also reported to that the insulin pump had a keypad anomaly and the middle button was unresponsive. No keypad anomaly troubleshooting was performed. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Unit received with intermittent buttons, problem isolated to keypad assembly. Unit received with keypad connector at the printed circuit board properly connected. No damage or moisture damage on keypad assembly noted. Unit passed selftest. Unable to perform displacement test due to missing retainer. The reservoir does not stay locked in due to missing retainer. Unit received missing reservoir tube o-ring, minor scratches on case, cracked battery tube threads, pillowing keypad overlay, cracked case (battery tube), serial number label missing, corroded battery tube and minor scratches on lcd window.